Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. This rv was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the lead was severed, and only the distal segment was returned. The helix was extended with dried blood/body fluid in the helix housing, and body tissue entwined in the helix. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. This rv was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.